Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018. In response to FDA report number: mw5095877. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "chronic fatigue syndrome, fibromyalgia," and "lupus or lupus-like syndrome," ¿numerous autoimmune diseases" "had bia-alcl lymphoma cancer" and "pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "chronic fatigue syndrome, fibromyalgia," and "lupus or lupus-like syndrome," ¿numerous autoimmune diseases" "had bia-alcl lymphoma cancer," "pain," and "left silicone rupture that was green"

Event description:
Patient reported "chronic fatigue syndrome, fibromyalgia," and "lupus or lupus-like syndrome," ¿numerous autoimmune diseases," ¿left silicone rupture that was green," "pain," and "had bia-alcl lymphoma cancer;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. The following reported event was deemed to not be not related to the device: "breast implant illness." Affected side is left. The device has been explanted.